Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced post-reset ram crc alarm. The customer's blood glucose value was 215 mg/dl. The customer stated that last night the screen went blank. The customer reported alarm did not occur immediately after battery change. The customer performed displacement test and the pump passed. The product was returned for analysis.